Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the customer, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped and they held pressure; pulled back and the balloon was deflated. There was no reported patient injury. The balloon was deflated on the way out of body. A retrograde approach was used. The user has deployed many mynx devices successfully. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device is expected to be returned for evaluation.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned as anticipated.

Manufacturer narrative:
As reported by the customer, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped and they held pressure; pulled back and the balloon was deflated. There was no reported patient injury. The balloon was deflated on the way out of body. A retrograde approach was used. The user has deployed many mynx devices successfully. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon loss of pressure" could not be confirmed. The exact cause of the issue experienced could not be determined. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. Procedural, handling, and anatomical factors could have been contributing factors to the reported event. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported by the customer, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped, and they held pressure; pulled back and the balloon was deflated. There was no reported patient injury. The balloon was deflated on the way out of body. A retrograde approach was used. The user has deployed many mynx devices successfully. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non- sterile ¿mynxgrip tm vascular closure device¿ 6f/7f was returned inside of a clear plastic bag. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock closed. The sealant sleeve, the sealant, and the advancer tube are in the manufacturing position. The syringe is connected to the luer hub. The procedural sheath was not returned for analysis. The balloon presents a burst condition. The inflation lumen is saturated with saline solution. No other outstanding details were observed. Inflation/deflation test was performed injecting water on the returned device to ensure the balloon functionality, according with the instructions for use (IFU). However, due to the saline solution saturation on the inflation lumen the water did not flow to the balloon. The balloon was inspected with a vision system to obtain a magnified image. The burst condition was confirmed. Also, the stopcock tubing is obstructed with saline solution. The failure reported by the customer as ¿balloon~balloon loss of pressure¿ was confirmed. The balloon presents a burst condition. The exact cause of the burst condition on the balloon could not be determined during the product analysis. However, based on the information provided, the condition of the returned device, and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.